Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that confirmed the markings on the instrument show signs that wear debris occurred. Unable to determine the cause of the event.

Event description:
Date of surgery: 2007, it was reported that some metal was noted peeing off the transverse arm of the instrument during a surgical procedure. The metal shavings did not come into contact with the patient's wound area. No patient complications were reported.